Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump has been receiving battery-out limit and unexpected re-start alarms. The blood glucose reading was 13 mmol/l. The high blood glucose readings were treated with a manual injection. It was stated that the insulin pump has been re-setting and it's a repeated occurrence. The customer received the alarm after changing the battery. There were no significant events prior to the alarms. The customer was advised to monitor the insulin pump and the insulin pump will be replaced.